Manufacturer narrative:
Results: interference between yoke and shroud. Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition with the torque wrench stuck on the shaft at the rotation knob area. The device was tested with a generator and was functional; however the clamp was difficult to open. The torque wrench was removed and the clamp could be closed and opened as intended. The torque wrench was found damaged at the interface area causing the stuck condition and the clamp failure. Possible cause is forcing the torque wrench into the shaft. The device was disassembled to inspect internal components. Corrosion was found at the hand activation flex circuit. The corrosion is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. The reported failure was confirmed but the root cause cannot be identified because it is unknown when the corrosion occurred. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device. It is probable that this may have affected the functionality of the hand activation buttons.

Event description:
It was reported that during an unknown procedure, the clamp could not opened as usual. Changed to another product to complete the procedure. No adverse event on the patient.